Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump buttons are difficult to press and she received a no delivery alarm. She also stated that she installed new batteries but the batteries didn't work. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was not done for no delivery. Customer was advised to monitor pump and keypad for any further issues.